Event description:
It was reported that the handheld device would not charge as the handheld battery cover had broken off the device. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis found that the handheld device was returned without a battery cover. As a result, the handheld would not power on. No other anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.